Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the generator sparked when powered on. When this rf3000 radiofrequency generator was powered on, it began to smoke within 30 seconds and then it sparked. An audible bang followed the sparks. The generator was immediately disconnected. The procedure was completed with a different rf3000 radiofrequency generator.

Manufacturer narrative:
Device evaluated by MFR: the device was returned and examination was performed. There was no visual damage noted to the device during incoming service inspection. The tamper proof seal was present but broken. Functional check revealed the returned device passed the power-on self-test and all performance criteria of the final test procedure. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that the generator sparked when powered on. When this rf3000 radiofrequency generator was powered on, it began to smoke within 30 seconds and then it sparked. An audible bang followed the sparks. The generator was immediately disconnected. The procedure was completed with a different rf3000 radiofrequency generator.